Event description:
The consumer reported that the patient programmer (pp) lights would come on but they were unable to increase stimulation. The patient was directed to place the pp over the implantable neurostimulator (ins) and press the bottom grey button. The ins light was off and was solid yellow. The ins battery was blinking green; it displayed low. The sun icon had no light. The others were blinking. The 9-volt battery was noted to be new. The patient had met with their healthcare provider (hcp) on the day of this report and was directed to contact the manufacturer. This had occurred in (B)(6) 2016. Additional information received from the consumer in response to follow-up reported that they had not taken any steps to address the inability to increase stimulation. It was noted that they had an appointment with a manufacturer representative (rep) on (B)(6) 2016. They could not think of any reason for the pp not working to adjust stimulation. Additional information received from the consumer in response to follow-up reported that the rep had determined that 2 of the 4 wires were not working or hooked up. The patient was unable to further clarify this information. It had not been checked by x-rays or other imaging; the rep just checked the device. The entire system was going to be replaced. No further details were known. Indications for use were arachnoiditis, multiple back operations, and postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.